Event description:
Pt admitted to hospital for removal and replacement of double lumen gel/saline breast implants secondary to rupture of outer lumen and gross encapsulation. Pt had extracapsular calcifications and discomfort. Original breast implants placed in 1986.